Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no patient extension lines in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies were not damaged by an outlet port clamp or an assist device. There was an open clamp on an unused line. Proper procedures were reviewed with the patient. There were no samples available. The technical service representative (tsr) had the home patient (hp) cycle the power and the hc alarmed system error 2367. The tsr had the hp cycle the power again and the alarms cleared. The tsr advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This issue is being investigated through CAPA.